Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 100 retained samples were sent to franklin lakes for r&d testing. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the r&d retained samples (30) test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that the rubber stopper remained in the tube. The following information was provided by the initial reporter:the customer is implementing a new track system and the component that de-caps the tube is removing the hemogard closure however the rubber stopper is sticking to the top of the tube. This is causing the track to reject the tube resulting in processing downtime.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that the rubber stopper remained in the tube. The following information was provided by the initial reporter: the customer is implementing a new track system and the component that de-caps the tube is removing the hemogard closure however the rubber stopper is sticking to the top of the tube. This is causing the track to reject the tube resulting in processing downtime.

Manufacturer narrative:
E6. Initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.